Event description:
A report was received from a user facility in (b)(6y stating: "cutter is not cutting. No pt impact or injury."

Manufacturer narrative:
Device has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.